Event description:
Upon initial setup of the ventilator, the customer reported when the unit was operating on battery power it would toggle back to ac power then to battery power. As the unit was in warranty, the device was replaced to address the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation.

Manufacturer narrative:
Event date: (B)(6) 2014. MFR received date: 10/08/2014. Conclusion / root cause: this customer returned v60 ventilator was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).